Event description:
I have copd and am on oxygen 24 hours a day. I use a concentrator in the house, but use portable cylinders outside or traveling, going to town, etc. About 15 months ago my oxygen supplier gave me a devilbiss ifill home oxygen system and I fill the cylinders myself. Each of these cylinder has its own metering system "conserver" which I have found to be very unreliable. I have had the conservers fail to give the correct amount of oxygen and I have had them stop supplying oxygen when I over exert, then I have to open the carrying bag turn the conserver off then turn it back on. I do not know if this is life threatening, but it puts a lot of strain on the heart. I have told my supplier about this, but they just say I am not using it correctly. This is a very unreliable system and something should be done to fix it. Dose or amount: 4-1pm, frequency: daily. Dates of use: 2007--2009.